Event description:
It was reported that this right ventricular (rv) lead migrated from septum to apex. The lead was still capturing but the helix was retracted. Subsequently, this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead migrated from septum to apex. The lead was still capturing but the helix was retracted. Subsequently, this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: missing dislodgment code. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/ was noted in the helix housing. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Then, analysis confirmed the dislodgment due to twisted insulation. The observed damage is not deemed to indicate product defect or malfunction, but likely occurred during normal use of the product. Also, the lead tip appears intact and undamaged.

Event description:
It was reported that this right ventricular (rv) lead migrated from septum to apex. The lead was still capturing but the helix was retracted. Subsequently, this rv lead was explanted and succesfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: missing dislodgment code.